Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare provider reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid; the assessments of the complaint are: deflation: observed opening on posterior side assessed as fold flaw opening. Additional observations: no other observations observed.

Event description:
Healthcare provider reported a right side deflation. The device has been explanted.